Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. No repositioning of the device was required. The compression was 13%-19% and no leaks were noted. The device met release criteria and was implanted. No effusion was noted during the implant procedure and there was no evidence of device embolization. Post-procedure, the patient required chest compressions and death occurred. A pulmonary embolism was suspected; however, an autopsy was performed and the cause of death was inconclusive/undetermined but was documented to be unrelated to the watchman procedure.